Manufacturer narrative:
The customer reported that a patient experienced a posterior chamber (pc) tear during a cataract with intraocular lens (iol) implant procedure. The surgeon needed to perform a vitrectomy but the vitrector was not working. The system was exchanged to perform the vitrectomy. The surgery was completed. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the infiniti system had any effect on the integrity of the posterior capsule. The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. The system was manufactured on december 20, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the vitrectomy not working can be attributed to user error. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a patient experienced a posterior chamber tear during a cataract with intraocular lens implant (iol) procedure. The surgeon needed to perform a vitrectomy but the vitrector was not working. The system was exchanged to perform the vitrectomy and the remainder of the procedure.